Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What is the lot number? No further information is available. What was used to complete the procedure? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Did the suture separate completely? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when tying. No adverse patient consequences were reported. Additional information was requested.